Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low. The complaint was classified based on the customer care advocate's (cca) documentation. The patient advised the cca that she was unable to remember many details of the alleged complaint. She claimed that sometime last year (unknown date/time) she tested on the subject meter and observed inaccurate low readings as compared to another meter and a lab value. The patient could not recall the value(s) she obtained on the subject device. The patient reportedly manages her diabetes with an unknown type and dose of insulin and reportedly increased her food/drink intake in response to the alleged issue. Approximately 10 minutes after obtaining the alleged low reading, she claimed she developed symptoms of "dry mouth, dehydration and dizziness." On an unknown date/time, the patient reportedly went to the emergency room (ER). Her blood glucose was tested using an unknown ER meter and a value of ">600mg/dl" was obtained. A lab test was also completed but the patient could not recall the result obtained. The patient was treated with an unknown type/dose of insulin by an hcp. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she obtained an unknown inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.